Manufacturer narrative:
The pump has been returned to animas. However, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
The reporter, the pt's mother, reported that on (B)(6) 2011, the pt discovered the pump would not power on. The pt had replaced the battery approx four weeks prior. On the morning of this event, the pt had large amount ketones, his blood glucose level was 416 mg/dl, and he experienced the symptoms of thirst, nausea and frequent urination. The pt did not report seeking any medical attention. The pt replaced the pump's battery and it powered on successfully. Troubleshooting revealed there were no cracks or damage in the battery compartment and the cap was secure.